Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 237 mg/dl. Customer did not hold the button for three minutes or longer. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.